Event description:
A 23 mm aortic valve was explanted after an implant duration of approximately 13 years 3 months due to unknown reasons. The explanted device was replaced with a model 3300tfx 23 mm. Follow up for additional information currently in progress.

Manufacturer narrative:
Despite calling and faxing requests for information, no additional information has been received. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process. Subsequent attempts to get additional information regarding the condition of the device at explant or the event surrounding the explant have not been successful; therefore, the root cause for explant of this device remains indeterminable.